Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins would be replaced on 2018-(B)(6). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the ins was overdischarged for the third time. It was reported that the patient had not had a working ins for 6 ¿ 8 months. A trickle charge was attempted and was unsuccessful. An ins replacement is planned and is being scheduled. No further complications are anticipated.